Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing, and that the customer had an unspecified cartridge issue. Customer primed the tubing and then performed a supply change to address the issues. Customer¿s blood glucose level was 209 mg/dl.